Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of the fracture surfaces of both screwdrivers. Both of them show the same indices of an intercrystalline fracture. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the fracture exhibits the typical signs of a mechanical overload. A material defect or a manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. The tip of the driver broke off while trying to remove the screws. Two (2) screws where removed but both drivers broke on each. Occurred in surgery. No injury to patient. Caused a 1 hour delay in surgery. Additional intervention: cut the plate and removed it all medwatch submissions related to this report are: 9610612-2017-00626.